Manufacturer narrative:
(B)(4). There was no alleged device malfunction. It was stated that patient expired as a result of a heart attack. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause for the reported event cannot be confirmed without the certificate of death.

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. Patient's wife stated that the patient passed away as a result of a heart attack. Patient was reported to be at home since his failed kidney transplant, date unspecified. Patient's wife stated that dexcom equipment was not worn at the time of death. Patient's wife was present at the time of heart attack. Paramedics were called. When paramedics arrived, they were not able to revive the patient. Patient was transported to the hospital, where he was pronounced dead. No additional event information was provided.